Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 36 and 48 hours. The patient reported that when the pod was removed, the site appeared to be red, hard and painful, the patient was diagnosed with cellulitis. The patient presented at the emergency room on (B)(6) 2026 and was treated with unspecified intravenous antibiotics. The patient then returned to the emergency room on (B)(6) 2026 and was treated with a different unspecified intravenous antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.